Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation, however, medical records were provided and reviewed. Therefore, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicates that model ec500f vena cava filter was allegedly difficult to be removed. The information was received from a single source. One patient was involved with no reported patient injury. The female patient is (B)(6) years old and weighs (B)(6) pounds.